Manufacturer narrative:
(B)(4).

Event description:
The patient experienced withdrawal symptoms of agitation, combativeness, and tremors. The patient had a programming session on (B)(6) 2011, with a dosage increase. The patient was admitted to the hospital. The patient's managing physician had not yet been contacted. The medication being delivered via the device system was fentanyl. Additional information has been requested, a follow-up report will be sent if additional information becomes available.